Event description:
It was reported that cartridge alarm 20 occurred and that consecutive cartridges also triggered cartridge alarms, preventing normal use of pump. There was no reported impact to the customer¿s blood glucose level. Customer attempted to load new cartridge with guidance from technical support, but alarm recurred and insulin delivery could not be resumed, so customer planned to use multiple daily injections as backup therapy while technical support arranged replacement pump, confirmed shipping details, instructed customer to place pump in storage mode before return, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.